Event description:
The facility reports while transferring the resident from the pool back to pool side, the plastic chair became detached from the metal frame at the front. As the pt came forward in the water, the flesh on the pt's leg became trapped between the chair and the frame.